Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during basal/bolus/fixed prime on the insulin pump. The customer's blood glucose level was 97 mg/dl. It was explained to the customer that there maybe a possible site related issue, possibly due to a bent cannula or site/set occlusion. The customer was advised to change the entire infusion set. The customer does not want to return the set and reservoir for analysis. The pt was advised to call when the alarm occur in order to troubleshoot.